Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a mildly calcified, mildly tortuous, 90% stenosed, de novo lesion in the left anterior descending (lad) coronary artery, pre-dilation was performed with a 1.5 x 12mm unspecified balloon dilatation catheter (bdc). After pre-dilatation of the lesion, the 3.0x18 mm xience xpedition stent was deployed at 12 atmospheres. A proximal edge dissection was noted. A 4.0x08 mm xience prime stent was used as treatment. The procedure was successfully completed. The patient is stable. There was no clinically significant delay during the procedure. No additional information was provided.